Event description:
Minimed insulin pump that was still in warranty and advertised as 'waterproof' cracked open in water while swimming and stopped delivering insulin. Sn: (B)(4). Needed to get emergency supplies of insulin while 4000 miles from home and it took a while to get insulin back on board. Felt sick but did not go to the hospital. FDA safety report ID # (B)(4).